Event description:
It was reported that the intra-aortic balloon ('iab') was placed this am. Md stated that he was receiving "gas loss alarms." The md stated that he did not place iab so he did not know if this was a hard insertion or if pt had torturous vessels. The md said they had replaced the drive line and pump twice. Md faxed the clinical support specialist (css) the last strip printed with the alarm and it showed ECG of sinus tach with pac's; the alarm beat was the premature beat. There is widening of the inflation and deflation artifact, with the last beat deflation wider than the others. Css explained that pump was having problems with the premature beats and deflating the iab. There are quite a few premature beats, so the css suggested that md reduce the volume to 37cc. Md understood this and also took the css's phone number in case he needed it later. At 19:30 est, an rn from the intensive care unit called the css directly on her cell phone and reported that she had not had any "as loss alarms," however, they did receive a "low air drive and low vacuum alarm." Css explained that this was now a pump problem and was not related to iab or pt. Css asked rn to trade out the pump and send this one to biomed. Rn understood, however, was quite aggravated because they had traded out this pump twice before.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.